Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient is planning to replace their battery with the new manufacturer product. No further complications were reported or anticipated.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient did not use their device in 2 months due to a death in their family. The device was in overdischarge. Three attempts to reset the device were made but they were not successful. Trickle charges were done by 2 different manufacturer representatives. The issue was not yet resolved. No surgical intervention was planned or performed. Patient weight and medical history were asked but unknown. Patient status was confirmed to be alive with no injury. There were no patient symptoms reported. Additional information was received from a health care professional (hcp) via a manufacturer representative on 2017-08-21 reporting that the ins was not able to be brought out of the overdischarge. The future actions were still to be decided but the patient would most likely get a battery replacement. Additional information was received from the manufacturer representative on 2017-08-26 reporting that the battery was not brought out of overdischarge. The physician would explore the possibility of a flipped battery. A message was left with the patient to contact them for another session. No further complications were reported.